Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). H6: investigation findings - correction to replace code 3221 from the initial MDR as this code was documented in error and replace with code 213. H6: investigation conclusions - correction to replace code 4315 from the initial MDR as this code was documented in error and replace with code 67.

Event description:
Subsequent to the initial MDR, a correction has been made.